Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The patient stated he was in the hospital around the beginning of (B)(6) 2018 and the hospital bg meter was reading 541mg/dl while the cgm was reading in the 30¿s mg/dl. The patient stated they were treated with insulin; however, it is unknown when the patient was released from the hospital and no symptoms were reported. Additionally, the patient reported that they wear the sensor on the abdomen and arm. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.